Manufacturer narrative:
Concomitant medical products: dtmb1d1 ICD, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a lead integrity alert on the right ventricular lead for high sensing integrity counters and high rate non-sustained episodes. The patient was reported as deceased on the same day. The cause of death was requested and not received.